Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/25/2013: contamination of the button contacts and a dim, faded, discolored display.

Manufacturer narrative:
Submitted: 12/07/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was noted to be peeling from the base at the bottom of the ok button toward the up arrow button. On testing, all the buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the display screen was noted to be dim, faded and discolored.